Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator alarmed when being setup for use due to a depleted backup battery in use on the unit. The biomedical engineer reported the device diagnostic log indicated a vent inop occurrence due to failure of the adc/dac test during operation. Vent inop, when in use, will stop providing ventilatory support to the patient. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. The pse advised the biomedical engineer that the ventilator power supply or sensor pcb may require replacement. The biomedical engineer reported the ac power cord strain relief was loose and the ventilator had likely been previously operating on the backup battery while plugged into ac power. The biomedical engineer reported the power cord strain relief was secured and the backup battery was replaced to resolve the reported problem. The biomedical engineer completed performance verification testing and the unit was returned to service.